Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was not performed. Manufacture of the device was in 2019. No root cause could be determined as the complaint could not be confirmed. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that fluid started leaking from the bottom of the machine. Further information indicated that there was no visible damage or break to the seal. No patient injury was reported.